Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve appeared to have been cauterized during explant. The valve was slightly distorted; oval shaped. The non-coronary left commissure (ncl) was detached. The right cusp was in the open position where the cusp lies against the outflow rail. The non-coronary cusp and left cusps were in the closed position. All leaflets were slightly stiff but flexible. There were no observed tears on the leaflets. The left cusp and non-coronary cusp were prolapsed due to the detached/dehisced non-coronary left commissure. The non-coronary left commissure was dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post were intact. The left right commissure appeared to be starting to detach as the commissure appeared lifted. The non-coronary right commissure was intact with pannus covering the superior coaptive area of the leaflets. Remnants of pannus were observed on the tissue and base stitching on some areas of the sewing ring. Pannus lined the right cusp base stitching (inflow). Pannus on the non-coronary left stent post extended to the detached commissure. Remnants of pannus lined the outflow rails of the non-coronary cusp and left cusp. Overall, an unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiologic evaluation did not reveal calcification in the leaflets. Minimal calcification was observed on the sewing ring adjacent to the non-coronary cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The pannus overgrowth on the stent post may have led to the commissure dehiscence of the valve causing the regurgitation. Pleural effusion is a known effect that can occur after cardiac procedures, but a conclusive cause of the effusion could not be determined from the limited information available. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years 3 months post implant of this bioprosthetic valve, the patient had a severe regurgitation and pleural effusion and a diuretic was prescribed. Subsequently, the device was explanted and replaced with a non-medtronic device. No additional adverse patient effects were reported.